Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips did not form adequately. It was reported that the surgeon applied additional clips to the duct stump prior to closure. After closure pt had symptoms of bile leak. Pt was reopened and a catheter was placed in duct and clips fell off. Surgeon sutured duct. Pt had problems with acute respiratory distress syndrome and had to have tracheostomy and was placed in intensive care unit. Pt is currently at home doing well.